Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1613c156e, serial/lot #: (B)(4), ubd: 08-feb-2020, UDI#: (B)(4) ; product ID: etlw1616c156e, serial/lot #: (B)(4), ubd: 20-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcated stent graft system was in a patient for the endovascular treatment of a 72mm abdominal aortic aneurysm. Seven heli-fx endoanchors were also deployed during the procedure. It was reported that two days post the index procedure the patient had urinary retention with symptoms of suprapubic pressure and bilateral inguinal pain. A foley catheter was placed to treat the patient and the event is resolved. The investigator assessed the event as probably related to the index procedure and unlikely related to a device. The sponsor assessed the event to have a casual relationship to the procedure and was not related to the endoanchors. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.